Manufacturer narrative:
Sample not returned to manufacturer in time for this report. Per device history report (DHR) investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to trend relating complaints.

Event description:
The event is reported as: insulated area has a hole. Patient's tongue has been burned (white patch). Then they discovered that insulated blade 'melted.' Patient current condition unknown.